Manufacturer narrative:
Evaluation summary: the loosening or separation of the stem extension to the tibial plate can occur if the stem is impacted more than 1 time in pre-assembly or during implantation when the stem and tibia plate is impacted if the temporary screw is not used. The surgical procedure was updated to reflect this procedure for holding the stem in place during implantation. A field communication was also distributed in january 2008. It is unknown whether this procedure was followed, but evidence indicates that the stem was not seated completely and this could have occurred if the temporary holding screw was not used. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that during surgery on (B) (6), 2009, the long articular screw would not seat into the stem extension. The surgeon opened another articular surface to attempt to place the screw. The surgeon was unable to place the screw into the stem extension. The surgeon then removed all the implants from the patient. Surgery was delayed for an unspecified amount of time.